Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
The customer reported that the physician was performing an intended procedure to remove previously implanted black silicone stent (gpn unknown). During a cystoscopy, the physician noticed that black silicone stent was broken into several pieces inside the patient¿s body. The physician removed the old stent using graspers. No unintended section of the device remained inside the patient¿s body. The patient did not require an additional procedure due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Additional information was requested regarding the lot number of the device, however, the lot number is not available.

Manufacturer narrative:
Investigation ¿ evaluation. The filiform double pigtail ureteral stent was not returned for evaluation and no photos have been provided. Without the complaint device, a physical investigation was not able to be completed. There is no indication that a design or process related failure mode contributed to this event. A review of production and quality documentation did not identify any specific issues with current manufacturing or quality controls that may have contributed to this incident. The device history record was not able to be reviewed as the lot number was not provided. A review of complaint history for this product/lot number combination could not be performed as the lot number of the device was not provided. Based on the provided information a definitive root cause cannot be established at this time. Measures have been initiated to address this failure mode. Per the quality engineering risk assessment, no further action is required. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints.